Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-jul-2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that the leak was eminating from port 4. The fse walked the customer through reseating the tubing when it was noticed that the back ferrule was missing. A new sample loop was ordered and on 16-jul-2015 the fse talked the customer through replacing the sample loop and adjusting the flow rate. The most probable cause of the reported event was due to a defective sample loop.

Event description:
On (B)(6) 2015, a customer reported low pressure and leaking at the injection valve. The customer reported that the column was new and the filter was changed but they discovered low pressure and leak in the middle of a run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.